Event description:
A malfunction alarm was reported while the pump was being charged. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code reappears.